Manufacturer narrative:
No device malfunction occurred. Per communications with the account fse, this was a remote display, not a surveillance or overview station, and there was never an audio issue with the surveillance. During the install, the customer brought up the option to add audio to the remote display. Shortly after, a speaker was added to the remote display to provide audio. There was no device malfunction, this was a customer request/preference.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue with the central station speaker audio after install on (B)(6) 2018. No patient incident occurred.